Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's father reported that the up, down and ok keypad buttons were hard to press and worn. The reporter denied any visible damage to the keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad button symbols were worn but the keypad rubber was fully intact. Evaluation revealed that the up and down arrow keypad buttons were intermittently unresponsive. There was evidence of keypad contamination found under all key contacts. During evaluation all keypad button emblems were found to be worn.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.